Manufacturer narrative:
The rigid stylet was returned to verathon for evaluation. The detached handle was confirmed. As the lot number of the stylet is unknown the exact date of manufacture is unknown; however, the date code stamped on the stylet handle indicated the handle was molded july 2012. The facility indicated they are using the autoclave sterilization method which is an approved method in the operations and maintenance manual (omm). The omm indicates that exceeding the recommended number of cycles may affect the potential life of the product. The autoclave sterilization method, as indicated in the omm, has been compatibility tested for 300 sterilization cycles; however, the facility indicated they are not tracking the sterilization cycles for the stylet, therefore the cause could not be conclusively determined. Corrective action is not required.

Event description:
The customer reported that during a patient procedure, using a gliderite rigid stylet, the stylet handle detached and the stylet slid down the endotracheal tube. A hemostat was used to remove the stylet from the endotracheal tube. No use of a back-up device was reported. No harm to patient or user was reported.